Event description:
On (B)(6): customer reports via phone that during a laser lithotripsy stone procedure, the system fluoro failed. Customer reports the procedure was completed using endoscopy. Customer did not provide pt gender or age, indicating the procedure was completed without further problems. No reported injury.

Manufacturer narrative:
Field service engineer (fse) investigated and replaced the x-ray generator console. Fse tested operation per hydravision dr system service checklist qssrwi4.1 and per hut service manual 4041004. All readings were within tolerance and the unit was returned to service.